Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 500 mg/dl when he came home and put in a new infusion set and reservoir. Troubleshooting was not performed for the high blood glucose level. Customer stated that he gave a manual bolus and a pump bolus. Customer mentioned that he was not sure what happened but he bent and had a bad pain. When he removed the infusion set, it stopped hurting and there was no blood at site. The customer stated that the sensor caused pain when it came out of the body. The customer removed the sensor due to the pain. No product will be returned for analysis.